Event description:
It was reported that this right ventricular (rv) lead sensing has been not optimal since implant with current measurements of 2 mv. In a stored episode which was reviewed by technical services (ts) noted undersensing of some premature ventricular contraction (pvc) following atrial pacing. Ts recommended shortening the ventricular after atrial pace blanking period to avoid potentially pacing into the vulnerable period. The patient also received inappropriate anti-tachycardia pacing (atp) and inappropriate shock therapy resulting in therapy exhaustion. Ts reviewed a copy of the device memory and recommended revising the right atrial (ra) lead or reprogramming the rate cut off for therapy. Ts also recommended imaging of the system. Besides receiving inappropriate therapy, no adverse patient effects were reported. Also, the health care professional (hcp) inquired about any programming recommendations specific to the reliance eptfe potential calcification/gradually rising lvsi advisory communicated on (B)(6) 2025 which this lead is included in the bounded population. Ts provided the advisory recommendations but noted no programming changes are currently necessary as the average shock lead impedance values for this lead are currently less than 50 ohms.

Event description:
It was reported that this right ventricular (rv) lead sensing has been not optimal since implant with current measurements of 2 mv. In a stored episode which was reviewed by technical services (ts) noted undersensing of some premature ventricular contraction (pvc) following atrial pacing. Ts recommended shortening the ventricular after atrial pace blanking period to avoid potentially pacing into the vulnerable period. The patient also received inappropriate anti-tachycardia pacing (atp) and inappropriate shock therapy resulting in therapy exhaustion. Ts reviewed a copy of the device memory and recommended revising the right atrial (ra) lead or reprogramming the rate cut off for therapy. Ts also recommended imaging of the system. Besides receiving inappropriate therapy, no adverse patient effects were reported. Also, the health care professional (hcp) inquired about any programming recommendations specific to the reliance eptfe potential calcification/gradually rising lvsi advisory communicated on july 24, 2025 which this lead is included in the bounded population. Ts provided the advisory recommendations but noted no programming changes are currently necessary as the average shock lead impedance values for this lead are currently less than 50 ohms.

Manufacturer narrative:
Investigation summary: with the available information, boston scientific determined that the clinical observations are a known inherent risk of the device. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this product has not been returned to boston scientific and physical analysis could not be conducted. Device labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.